Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for device change out procedure. Chest x-ray revealed, the right ventricular riata lead exhibited externalized conductors. All electrical measurements were normal. High-voltage shock was used to test the lead's integrity successfully. The lead remained implanted. The patient was in stable condition.